Event description:
One and a half month post-operative infection - pseudomonas. Single stage exchange of humeral tray, insert and glenosphere.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.